Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer informed the technical support engineer (tse) that error 297 occurred, and the illuminator did not work. The tse confirmed repeated non-recoverable error 297 upon reviewing the error logs. The tse explained that the issue was due to a connection error to the illuminator. The tse helped the customer continue the procedure with an external illuminator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The customer replaced the system illuminator with an external illuminator. The procedure was completed robotically with an external illuminator. Due to the illuminator issue, the renal artery clamping time was 27 minutes longer than the planned time. There was no intra or post operative complications due to the delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event was confirmed. The illuminator could not be powered on due to a blown fuse. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The illuminator was returned without a lamp module. One of the fuses was blown. When reviewing the remote error log, several errors were found. Error 48245 means the illuminator lamp fail to ignite after several automatic attempts. After this error, ignite attempts stop and the lamp remains off until the user tries to switch the lamp on again. Ignition failures indicate that the lamp module must be replaced or the ignition circuitry in the illuminator has failed. Error 48244 means illuminator lamp failed to ignite, which indicates that the lamp module is nearing end of life or the ignition circuitry in the illuminator is failing. Illuminator was installed into printed circuit assembly (pca) test system. System started up failed with error 48238, 297 indicating the illuminator could not be recognized. The illuminator could not turn on. The illuminator will be sent to original equipment manufacturer (OEM) to replace the fuse and repair the lamp module connector board. A root cause of the reported failure was attributed to a component failure. A review of the site¿s system logs confirmed that the illuminator issue occurred during a sacrocolpopexy procedure on (B)(6) 2022 with system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the illuminator did not work after the start of the procedure. However, the surgeon was able to continue with the procedure robotically with an external illuminator. Complaint investigation confirmed that the field service engineer (fse) replaced the illuminator to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.